Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. Furthermore, no physical damage was confirmed at the material residue points. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the residual liquid at distal end this foreign material may not have been removed because reprocessing could not be conducted properly due to shaved distal end. Lastly, the light guide (lg) lens was dirty is likely due to the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invading lg-lens which led to corrosion. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual. Chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was returned for annual inspection with no allegation. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water tube and cylinder, distal end and light guide lens have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water tube and cylinder, distal end and light guide lens have foreign material. Other issues found were: the switch box has a scratch, the distal end adhesive is peeling, the connecting tube has a cut, the distal end is shaved and has residual liquid, the adhesive around the light guide lens has discoloration, the inside of the light guide lens has discoloration and the universal cord has coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.